Manufacturer narrative:
Additional information provided in h.2., h.6., and h.10. There was/were 12 cases with a method code of testing of actual/suspected device. There was/were 10 cases with a method code of device not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There are a total of 22 reported devices being scratched. Updated findings report: there were 12 cases with a method code of testing of actual/suspected device. There were 10 cases with a method code of device not returned. There were 12 cases with a results code of operational problem identified. There were 10 cases with a results code of no findings available. There were eight cases with a conclusion code of cause cannot be traced to device. There were 14 cases with a conclusion code of cause not established. There was one case with a conclusion code of failure to follow instructions. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Six samples were returned. Sixteen samples were not returned. There were 16 cases with a result code of no findings available and conclusion code of cause not established. There were six cases with a result code of operational context and conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 22 </noe> malfunction reports of scratched intraocular lens (iol). The reported patient ages range from unknown to 85 years. There were one female patients, three male patients, and 18 unknown gender.